Event description:
It was reported that while using the bd facslyric¿ that the customer reports seeing carryover between samples. After running a sample, around 50 evts/s of the previous sample's populations can still be measured in the next tube. The following information was provided by the initial reporter for quality: sample carryover was detected, but the customer confirmed this had no impact on the outcome of the tests. The customer has been " cleaning between runs and running water through the system to flush. We were acquiring over a million events so the carry over would have less effect." V8 tubing was permanently pinched shut. After massaging it and flushing the tubing with di water, the issue appears resolved. Where the carryover was 50 evts/s previously, the same tube resulted in an event rate of 0-5 evts/s with no specific signal carried over anymore. Suggested to start the day on 04/oct with 3 daily cleans in a row, followed by closely monitoring the instrument for the rest of the day. Suggested to increase the amount of sit flushes between samples to 3. The customer reports seeing carryover between samples. After running a sample, around 50 evts/s of the previous sample's populations can still be measured in the next tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that the customer reports seeing carryover between samples. After running a sample, around 50 evts/s of the previous sample's populations can still be measured in the next tube. The following information was provided by the initial reporter for quality: sample carryover was detected, but the customer confirmed this had no impact on the outcome of the tests. The customer has been " cleaning between runs and running water through the system to flush. We were acquiring over a million events so the carry over would have less effect." V8 tubing was permanently pinched shut. After massaging it and flushing the tubing with di water, the issue appears resolved. Where the carryover was 50 evts/s previously, the same tube resulted in an event rate of 0-5 evts/s with no specific signal carried over anymore. Suggested to start the day on 04/oct with 3 daily cleans in a row, followed by closely monitoring the instrument for the rest of the day. Suggested to increase the amount of sit flushes between samples to 3. The customer reports seeing carryover between samples. After running a sample, around 50 evts/s of the previous sample's populations can still be measured in the next tube.

Manufacturer narrative:
Investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was the v8 tubing pinched shut. In an attempt to resolve the issue, the v8 tubing was massaged and flushed with di water. No parts were requested for evaluation as there was no parts replaced. No one was harmed or injured. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165.